Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient¿s ipg was moving around due to the patient lost a significant amount of weight. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket was relocated to address the issue.